Event description:
It was reported ¿the lead moved after the intervention whereas the stimloc had been properly put into place.¿ another contact was selected for stimulation. Diagnostic testing and troubleshooting was not performed or required. Patient status was noted as alive with no injury. There were no patient symptoms or complications associated with the event.

Manufacturer narrative:
Concomitant medical products: product ID: 924256, lot# 082205613a, implanted: (B)(6) 2013, product type: accessory. (B)(4).